Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found ground pad jack connector internal broken and replaced the two integrated electrosurgical units (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start post - anesthesia of a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report a repeated c-34 error on erbe generator. Tse checked logs and error was not verified. Problem with the return plate connection on the jack connector side. Customer had already restarted the erbe generator, replaced the return plate cable, and checked that there were no obstructions in the jack connector. Customer was waiting for field service engineer (fse) and start the procedure with only bipolar instruments. The customer had also a valleylab forcetriad available in case they need to use the monopolar instruments. The procedure was completed with no patient injury.